Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the meter bg reading was 620 mg/dl. The customer was unable to provide cgm reading. Customer was treated with insulin and "fluids" in the emergency room. Customer was in the emergency room for 2-3 hours and upon being released the customers bg level was 160 mg/dl. A replacement sensor was sent to the customer.